Manufacturer narrative:
Examination was not possible, as the devices were not returned. Another country and international complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that the liner product code has been inactive/obsolete since october of 2004. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised due to dislocation.